Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment of broken connector, both output connectors were broken and it was additionally noted that the main seal was broken. The unit was cleaned and inspected, the connector assembly and main seal were replaced and the unit was tested and calibrated on the automated testing system and passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a broken connection. The generator has not been received into service. There was no patient involvement.